Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "the cooling system keeps running when not in use" could not be confirmed. The device was not evaluated for the reported condition. If additional information becomes available, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device experienced "the cooling system keeps running when not in use" during surgery. It is known that device was being used during surgery but no patient or user injury occurred. It is known that no delay in the surgical procedure occurred as a result of the device issue. There was no additional information provided.